Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery using a proglide device after a coronary intervention procedure, with a small-bore sheath. Reportedly, when advancing the knot with the suture trimmer, a suture break occurred. Manual arterial compression was applied to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Analysis was performed on the returned device. The reported suture separation could not be confirmed as the exact conditions encountered by the device during the procedure could not be replicated in the test environment. In the absence of the suture returned for analysis, a conclusive cause for the reported difficulty could be determined. Based on the information reviewed, there is no indication a product quality issue with respect to manufacture, design or labeling of the device.d3, h3: the device was returned for analysis. H6: type of investigation code 4114 was removed. H6: investigation findings code 3221 was removed.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. In the absence of device returned for analysis, a conclusive cause for the reported difficulty could be determined. Factors that may contribute to suture detachment during knot advancement may include, but are not limited to, pushing more than tensioning the rail limb, the lever deployed early or excessive suture tension. The subsequent treatment appears to be related to procedure circumstance. Based on the information reviewed, there is no indication a product quality issue with respect to manufacture, design or labeling of the device. D9, h3: the device was initially reported as returning for analysis but the device was not returned.